Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient suffers from excessive metal ion levels. Update 11/7/2014- ppd and medical records received. In addition to what is already alleged, the pfs is now alleging pain. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. Lab results from 3/2011 indicated the cobalt level was above 7ppb, but the chromium was below. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/4/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).